Event description:
Reportedly, during pt use, the cable from the ac adaptor was found to be broken. The voltage from the ventilator was not constant. The pt was transferred to another ventilator but there was no manually ventilation required. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was not provided.